Event description:
The condom tore completely during intercourse -leaving only a ring of condom around the base of the penis. Rptr has used many condoms (100's ?) In the past- this is the first polyurethane one tried and it failed during normal vaginal receptive intercourse. (Also the first condom to ever fail that we have used. Fortunately pregnancy did not result.